Manufacturer narrative:
Concomitant medical products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2013. Product type: catheter: product ID 8598a, serial# (B)(4), implanted: (B)(6) 2013. Product type: catheter. (B)(4).

Event description:
It was reported that the patient had a cerebrospinal fluid leak with a spinal headache. It was stated that the event was related to the implant procedure. Surgical intervention was performed to apply an epidural blood patch on (B)(6). It was reported that the event had resolved without sequela that same day. The system was delivering fentanyl and bupivacaine.